Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Weight: unk. Evaluation, method: work order search, device history record. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product showed the lens was returned dry and there was no visible damage. The lens was re-hydrated and both the width, length and diopter were remeasured and found to be within original design specifications. Medical review - several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, wrong lens calculation/selection, preoperative inaccurate determination of eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, etc. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) and refreactive surprise was noted on (B)(6) 2014. Additional refractive treatment was performed. The lens was exchanged for a different diopter and this resolved the problem.